Manufacturer narrative:
The phacoemulsification handpiece was received for evaluation. A visual assessment of the returned sample found no visual non-conformity. The returned handpiece was connected to a resistance test box, which found the handpiece to meet specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed, which found the handpiece to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf), for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is third of four reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract surgery, four ophthalmic phacoemulsification handpieces got hot, gave less power and didn't pulse. No patient harm was reported. Additional information has been requested. Additional information received indicated that four phacoemulsification handpieces did not provide phacoemulsification during a cataract surgery in sculpt and quadrant removal modes. The surgery was completed by using a new handpiece. There was a patient contact but no harm to the patient.